Event description:
The hemostasis valve came apart during an angiographic procedure. The device was replaced with a new one. The procedure was completed without incident. There was no report of harm or injury. The customer reported two defective devices but did not provide any further info or clinical details for the second defective device. The customer will not be returning any devices for evaluation/investigation, nor did they provide any lot number(s). Therefore, this single MDR report will be filed.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation/investigation. The device lot number was not provided. A review of the device history record could not be performed. A f/u report will be submitted when the device eval has been completed.